Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.5ml 30ga tw 8mm bls 400 sg experienced a damaged or open unit package/seal (blister pack) where sterility was compromised. The product defect was noted prior to use. The following information was provided by the initial reporter: packaging with misaligned cutout that it is easy to see, causing opening on the side before use.

Manufacturer narrative:
Investigation: customer returned one (1) 30gx8mm, 0.5ml bd safetyglide insulin syringe in a sealed blisterpack from lot 8211636. Consumer reported packaging with misaligned cutout that it is easy to see, causing opening on the side before use. The returned sample was examined and it was observed that the blisterpack exhibited an opening in the side seal. A review of the device history record was completed for batch# 8211636. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: the blisterpack machine packages the syringes into a sequence of individually formed pockets in the bottom web that is heat-sealed with the top web and then cut into individual blisters. Sealed blisters are then conveyed and picked and placed into a shelf carton. The full cartons are conveyed across a scale to ensure that the correct number of syringes have been placed in the carton. The cartons are then conveyed to the case pack. Once five cartons are in position, a shipper case is erected and the five cartons are shuttled into the erected case, which is then conveyed to be taped shut, labeled and palletized. There were no quality notifications or maintenance dispatches that pertained to this defect during the production of this batch. A definitive root cause cannot be determined.

Event description:
It was reported that the syringe 0.5ml 30ga tw 8mm bls 400 sg experienced a damaged or open unit package/seal (blister pack) where sterility was compromised. The product defect was noted prior to use. The following information was provided by the initial reporter: packaging with misaligned cutout that it is easy to see, causing opening on the side before use.